Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 130-300mg/dl. A correction bolus was delivered to address the bg level of 300mg/dl. A supply change was performed and the occlusion alarms continued. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer continued to use the pump for insulin therapy.